Manufacturer narrative:
This remediation MDR was generated under protocol b10009406, as a result of warning letter cms# (B)(4). Manufacturing device history record review was not performed because the results of the complaint investigation do not indicate a problem with the manufacture of the device. No causes or potential causes of the customer's reported problem were found during the review of service and repair records. A product sample was received for evaluation. Visual and functional testing were performed. Visual inspection found device in good condition. Functional testing found device working as intended. The root cause of the issue could not be determined as passed all functional tests. This issue will be monitored for any increase in occurrence. If the occurrence of this issue increases significantly, additional investigative action will be taken. 510(k) is unknown. No product information has been provided to date.

Event description:
It was reported of leaking pressure. No patient injury was reported.